Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An integra neuro balloon catheter would not fit through the endoscope. The hospital has been using an aesculap endoscope which has a working channel of slightly less than the required 4fr. Sometimes it works, and sometimes it does not. The hospital is in the process of trying to purchase a new endoscope with a bigger channel. The product was not in contact with the patient and there was no patient injury or death alleged. The surgery was postponed/ abandoned as a result of the event. The patient's age and gender was not communicated. Additional clinical information has been requested.